Event description:
It has been reported to the co that during a ptca procedure, the occlusion balloon was pulled backward while loading the stent delivery catheter, resulting in a loss of vessel occlusion. The physician was advised to stop, deflate the balloon and reposition the device. The physician then deflated the balloon and repositioned it, but the balloon would not inflate. The case was continued distal protection in place.